Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and other neurological events (not stroke related) as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low hemoglobin and hematocrit in 24 hours immediately post implant, requiring blood products. 2000 milliliters (ml) of chest tube drainage was observed in that time frame. On 31jul2022 an additional chest tube with 920 ml serosanguinous non-clotting fluid on initial placement was required. After extubating on (B)(6) 2022 the patient appeared to have aphasia with occasional dementia. It was noted that the patient had a history of cerebrovascular accident (cva) in 2006 with residual right visual field deficits. Immediate post-operation fluid retention, requirement for multiple pressors, and post anesthesia were noted as confounding factors. No diagnosis of cva or transient ischemic attack (tia) had been made as of (B)(6) 2022.